Manufacturer narrative:
As reported, the bard/davol capsure straight fastener was not engaging with the mesh. The sample was not returned for evaluation. Based on the information provided and not having the sample returned, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2021,the bard/davol capsure straight fixation device was used to fixate an unspecified bard mesh. It was reported that the capsure device was not engaging with the mesh during the procedure to fire. As reported, the surgeon always puts counter pressure while using the device. The surgeon is reported as a frequent user of the capsure device. There was no reported patient injury.